Event description:
Caller reported a cgm error related to sensor g7. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the reset process. However, the patient was unable to reset the pump due to a non-functional button. Technical support created another case to address the issue and attempted troubleshooting using a specific script for cases where the pump screen does not turn on. No additional information was received regarding the outcome of the event.